Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced pump stoppages while connected to the power module.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.